Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the sector reports that the equipment infused more volume than programmed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). On the historical record dated 06/03/2025, there was no indication that the programmed volume was nearing completion, which would have triggered the alarm. The history shows that the infusion lasted for 2 hours, 16 minutes, and 11 seconds. The user started the infusion at 16:48:32, he decided not to reset the already infused volume of 0.47ml, he completed the infusion at 19:04:43. Two alarms were activated by the equipment because the user tried to use a function not allowed during the infusion, at 19:04:35 and 19:04:39. It was the user's decision to activate standby at 19:04:44, stopping the infusion. At that time, the infused volume amount was 17.88ml. The infused volume and infusion time are proportional to the programming and user actions. No error was evidenced in the infusion time. The equipment has a normal used appearance. An infusion was performed using the same programming made by the user on (B)(6) 2025. The infusion started with a programmed flow rate of 7.67ml/h, programmed volume of 23 ml in 3 hours. The infused volume was 23.5 ml with an error of +2.2% and the inusion time was 3h00min09 with an error of +0.1%. The result of the test was approved (administration accuracy ±5%). The second infusion started with a programmed flow rate of 1ml/h, programmed volume of 1 ml in 1 hour. The infused volume was 1ml with an error of 0.0% and the inusion time was 1h00min03 with an error of +0.1%. The result of the test was approved (administration accuracy ±5%). The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.